Manufacturer narrative:
Section b1 adverse event/product problem: added product problem.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage closure (laa) procedure was being performed under conscious sedation due to the patients' comorbidities. It was noted the patient was doing heavy and irregular breathing throughout the procedure. Intracardiac echocardiogram (ice) imaging was used. Venous access was obtained, and a watchman trusteer access system (was) was inserted and advanced. A pigtail catheter was inserted and then removed. Upon removal of the pigtail catheter, the physician stated there did not seem to be good flow of blood out of the back of the was and maybe a little bit of sucking up into the was. A watchman flx pro delivery system and closure device (wds) was inserted through the was, and the closure device was implanted. St segment elevations were noted in EKG lead 2 or 3 after placement of the closure device, and the st segment elevations partially resolved toward the end of the procedure without requiring intervention. The procedure was concluded. A 12 lead EKG was performed on the patient after leaving the procedure room. In the physician's opinion, the quality of the hemostatic valve on the back end of the was allowed air to be introduced into the left atrium during catheter exchanges and during wds insertion. It was also noted that no air was ever visualized in the patient. Patient discharge status remains unknown.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage closure (laa) procedure was being performed under conscious sedation due to the patients' comorbidities. It was noted the patient was doing heavy and irregular breathing throughout the procedure. Intracardiac echocardiogram (ice) imaging was used. Venous access was obtained, and a watchman trusteer access system (was) was inserted and advanced. A pigtail catheter was inserted and then removed. Upon removal of the pigtail catheter, the physician stated there did not seem to be good flow of blood out of the back of the was and maybe a little bit of sucking up into the was. A watchman flx pro delivery system and closure device (wds) was inserted through the was, and the closure device was implanted. St segment elevations were noted in EKG lead 2 or 3 after placement of the closure device, and the st segment elevations partially resolved toward the end of the procedure without requiring intervention. The procedure was concluded. A 12 lead EKG was performed on the patient after leaving the procedure room. In the physician's opinion, the quality of the hemostatic valve on the back end of the was allowed air to be introduced into the left atrium during catheter exchanges and during wds insertion. It was also noted that no air was ever visualized in the patient. Patient discharge status remains unknown.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory h9: added 97423085-fa.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage closure (laa) procedure was being performed under conscious sedation due to the patients' comorbidities. It was noted the patient was doing heavy and irregular breathing throughout the procedure. Intracardiac echocardiogram (ice) imaging was used. Venous access was obtained, and a watchman trusteer access system (was) was inserted and advanced. A pigtail catheter was inserted and then removed. Upon removal of the pigtail catheter, the physician stated there did not seem to be good flow of blood out of the back of the was and maybe a little bit of sucking up into the was. A watchman flx pro delivery system and closure device (wds) was inserted through the was, and the closure device was implanted. St segment elevations were noted in EKG lead 2 or 3 after placement of the closure device, and the st segment elevations partially resolved toward the end of the procedure without requiring intervention. The procedure was concluded. A 12 lead EKG was performed on the patient after leaving the procedure room. In the physician's opinion, the quality of the hemostatic valve on the back end of the was allowed air to be introduced into the left atrium during catheter exchanges and during wds insertion. It was also noted that no air was ever visualized in the patient. Patient discharge status remains unknown.